Event description:
It was reported by service report that the foot end jack was drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release linkage.